Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the product not being returned to the OEM (original equipment manufacturer) for physical evaluation, a definitive root cause can not be concluded. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the lot number of the device ,review of device history records. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation cannot be completed by the OEM at this time until the physical device has been returned for evaluation. Review of the DHR deems that there is no manufacturing, material or processing related cause for this failure mode. The root cause can not be determined until product has been returned to the OEM for evaluation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device was reported to be not working at all. The blades were not spinning. There were no further details provided regarding the event. No patient harm or impact reported. No injury reported. Related to patient identifier: (B)(6).